Event description:
Pt had heart cath in 2002. In 2004 a mass in r groin revealed a foreign body which was surgically removed. Unable to i.d. Small white plastic foreign body in pathology nor by viewing of clinical and medical staff. Assumed to be part of angio-seal plunger used during 2002 cath.